Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect part was returned to the manufacturer for evaluation. However, results are not available at this time. A manufacturer representative went to the site to test the equipment. It was identified that the generator was not powering up. The power conversion assembly was found to be bad and was replaced. The firmware was upgraded. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, it was identified that the imaging system would not start up to the point of being able to take an x-ray image. There was no patient present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the control board did not pass load box testing, indicating an electrical based failure.